Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained from two patient samples processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Pre-service within-run vitros tropi es precision testing met the performance guidelines, indicating the vitros 5600 system was performing as intended and did not likely contribute to the event. Based on historical quality control results, a vitros tropi es reagent related issue is not a likely contributor to the event. However, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed non-reproducible, higher than expected, vitros tropi es result were obtained from three different patient samples tested on a vitros 5600 integrated system. Sample 1 result of 0.367 ng/ml versus the expected result of < 0.012 ng/ml. Sample 2 result of 0.417 ng/ml versus the expected result of < 0.012 ng/ml. Sample 2 result of 0.263 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were reported outside of the laboratory, however, the results were questioned by the physician and no treatment was initiated, altered or stopped. Corrected reports were issued and there were no reported allegations of patient harm as a result of the event. This report is number two of three 3500a forms filed for this event, as three devices were affected. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).